Event description:
It was reported that the display has some segments that do not light. The unit will engage in monitoring activities. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.